Event description:
A malfunction alarm was reported with the code malf 12, but no significant events occurred before this issue. The customer's blood glucose level did not exceed 500 mg/dl, remaining within a safe range. Technical support assisted the customer with resetting the pump, which resolved the issue as the malfunction did not recur. The customer was instructed to continue using the pump and was advised to contact support if the problem reappears.